Manufacturer narrative:
Additional information indicated that the previously reported event date was incorrect. It has been updated.

Event description:
No bacterial source of infection was found. It was concluded that the percutaneous lead moved under the skin and caused the infection.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an infection of the percutaneous lead exit site. The exit site was surgically moved during an inpatient stay. No further information was provided.